Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant after updating the software the telemetry was lost. After trying different programmers, it was still not possible to interrogate the device. The device was thus not used. No adverse patient effects were reported. The device was expected to be returned.

Event description:
It was reported that during the implant after updating the software the telemetry was lost. After trying different programmers, it was still not possible to interrogate the device. The device was thus not used. No adverse patient effects were reported. The device was expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was unable to be interrogated and no radio frequency (rf) wake up pulses were observed, but the device did emit beep tones in the presence of a magnet. Device memory revealed no unexpected faults. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage and current drain was measured and found to be normal. An rf telemetry wake up pulse width test was performed on the device and it was confirmed that the crystal oscillator (timing component) within the rf circuit was now performing normally. The root cause of the inability to interrogate this device could not be confirmed since it began operating appropriately during testing and the problem could not be recreated.

Event description:
It was reported that during the implant after updating the software the telemetry was lost. After trying different programmers, it was still not possible to interrogate the device. The device was thus not used. No adverse patient effects were reported. The device was expected to be returned.